Event description:
It was reported to philips that a stainless-steel cover shield had come off. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite, and it was determined that the covers of the lead shield arm were deteriorated. Fse confirmed that there were problems with the mavig lead shield spring arms. A replacement quote was sent but quote was expired as customer didn¿t approve the quote. No work performed by philips. The codes were updated based on the investigation outcome.